Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented for an atrial lead replacement procedure due to suspected lead fracture. Upon device interrogation, high out of range atrial lead impedance on both unipolar and bipolar was noted. No bipolar sensing was also observed. Threshold test was not performed due to patient was in atrial fibrillation. The lead was capped and replaced on (B)(6) 2018. Patient was stable post-procedure.